Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h2: additional information: block b5 (describe event or problem) and block h6 (device code) have been updated based on the additional information received on june 6, 2023 to capture that this event will no longer be reportable.

Event description:
Note: this report pertains to the first of two clip devices used in the same patient and procedure. It was reported to boston scientific corporation that a resolution 360 clip and a resolution 360 ultra clip devices were used in the colon during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the first clip was inserted through the duodenoscope to be released into the biliary system; however, the clip did not display. The second clip got stuck into the duodenoscope and did not advance properly. The procedure was completed with a resolution 360 ultra clip device. There were no patient complications reported as a result of this event. Note: it was reported that the type of procedure was ercp which uses a side viewing scope. However, according to the instructions for use (IFU), "the hemoclips is designed to be compatible with forward viewing endoscopes with working channels equal to or greater than 2.8 mm."additional information received on june 6, 2023. It was reported that the control wire break and so no resistance was felt.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a15 captures the reportable event of clip did not display.

Event description:
Note: this report pertains to the first of two clip devices used in the same patient and procedure. It was reported to boston scientific corporation that a resolution 360 clip and a resolution 360 ultra clip devices were used in the colon during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the first clip was inserted through the duodenoscope to be released into the biliary system; however, the clip did not display. The second clip got stuck into the duodenoscope and did not advance properly. The procedure was completed with a resolution 360 ultra clip device. There were no patient complications reported as a result of this event. Note: it was reported that the type of procedure was ercp which uses a side viewing scope. However, according to the instructions for use (IFU), "the hemoclips is designed to be compatible with forward viewing endoscopes with working channels equal to or greater than 2.8 mm."